Event description:
Found during testing. The customer is complaining that the device is not charging the battery. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. Physio further evaluated the replaced power supply and determined that root cause for the reported problem was an ic chip, designator u6.